Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the battery door and battery pumpers and rubber tubes were missing, a damaged dso seal and worn uso seal. The tamper seal was broken. Visual inspection was performed as part of the functional testing and the reported issue was not duplicated. The device powered on with no alarm and the device was loaded with the software. The software was reinstalled, and preventive maintenance was performed as recommendation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a red screen and error code 41100. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Unknown; no information has been provided to date.